Manufacturer narrative:
This event occurred in (B)(6). The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter compared to an unknown laboratory methodology. The time between the sample collection for meter and laboratory testing was requested but not provided. On (B)(6) 2021, the patient's meter result was 2.0 inr, and the patient's laboratory result was 2.6 inr. On (B)(6) 2021, the patient's meter result was 1.8 inr, and the patient's laboratory result was 2.3 inr. The patient's therapeutic range was 2.0- 3.0 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.